Event description:
It was reported that the right ventricular (rv) lead exhibited rising pacing impedance to high values. The thresholds were higher also, but stable. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.